Manufacturer narrative:
The straight suction was returned to the manufacturer for analysis. Analysis found that the weld had broken on the shaft separating it from the body of the suction. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess). It was reported that intra-operatively, it was noticed that the straight suction was damaged. It was reported that the straight suction verified at the beginning of the case and that during the procedure, the suction tip broke off. The site grabbed another tray and pulled the suction from there to move forward with the case. The procedure was completed using the navigation system and there was no reported impact to patient outcome. There was no reported surgical delay.